Manufacturer narrative:
Additional product codes: erl, hbe. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed: part number: 03.503.248 ; synthes lot number: u117814 ; supplier lot number: n/a ; release to warehouse date: 04-may-2010 ; expiration date: n/a ; supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure to repair multiple facial fractures on (B)(6) 2018, the tip of two (2) matrix 1.1mm drill bits broke. There was a 30 minute delay in the procedure. This report is for one (1) matrix 1.1mm drill bit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The investigation has shown that the tip of the drill bit is broken off. The broken off fragment was not returned for evaluation. In addition, on the coupling end are slightly marks visible. Otherwise the drill bit is in a good condition. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This drill bit was manufactured in december 2010 according to the specifications. The relevant dimension was checked and found to be in accordance with the specifications. Drill bit diameter: d = ø1.10 / +0.010, - 0.014 mm measured drill bit diameter: ø 1.11 mm the relevant length of the drill bit cannot be measured due to its broken off/ damaged condition. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.